Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31444, related manufacturer reference number: 1627487-2020-31487. It was reported that patient had infection at the site of the ipg and leads. Patient underwent surgery on (B)(6) 2020 wherein the leads and ipg were explanted. Infection has since resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.